Event description:
The customer reported that during the excision of a mediastinal lesion and thoracoscopy, the knife became out of alignment and the jaws became immovable. Another device was used to complete the procedure without incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed a follow-up report will be submitted.